Event description:
Reference number (B)(4) event occurred in the united arab emirates. It was reported that the patient faced hypoglycemia on (B)(6) 2026. The blood glucose level was 67 mg/dl and the patient was treated it by taking carb. No further information available.